Event description:
Customer reportedly received result of 267 mg/dl on the advantage system and 67 mg/dl on professional's device within 10 minutes. Low blood glucose symptoms reported with these results; able to self treat. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.